Manufacturer narrative:
Pump received unable to performed the displacement test due to cracked and bleeding lcd noted.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage. The customer¿s blood glucose level was 200 mg/dl. The insulin pump will be returned for analysis.